Event description:
It was reported that "pump screen dim hard for patient to read". Customer declined follow up from tandem technical support. There was no reported adverse impact to the customer. No additional information was provided.